Event description:
In 2009, the patient's mother reported that the patient had been hospitalized since three days prior. She stated that she noticed the patient's blood glucose were elevating to the 200 mg/dl range three days prior, and by the evening her blood glucose measured 515 mg/dl. The patient was bolusing through the infusion device to lower her blood glucose and the mother then began administering insulin injections. The patient's blood glucose continued to elevated and she was vomiting. The mother drove her to the hospital where she was diagnosed with diabetic ketoacidosis. The patient remained connected to the infusion device and it was placed in stop mode. She was treated with an insulin IV and injection therapy. Tests were performed and were negative for any infections. The mother stated that the patient drank a case of soda by herself and she believed this may have contributed to elevated blood glucose. Troubleshooting did not reveal any product issues. At the time of the report the patient's blood glucose had lowered to 130-220 mg/dl which is normal for her. Upon follow up four days after the original date, the mother stated that the patient's blood glucose was elevated due to the food and soda she had been consuming. Her blood glucose had returned to normal. No product was requested to be returned for evaluation. Troubleshooting did not reveal any product issues. At the time of the report the patient's blood glucose had lowered to 130-220 mg/dl which is normal for her. Upon follow up that day, the mother stated that the patient's blood glucose was elevated due to the food and soda she had been consuming. Her blood glucose had returned to normal. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.